Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as the aortic neck is 1 cm in length with 60 degree angulation. The neck measures 24 mm in diameter and the iliac measure 13-14 mm in diameter. The stent graft system was implanted however, upon final angiogram there was a type I endoleak. The physician placed an aneurx stent graft however, the endoleak did not resolve. (MDR- 2952300-2009-00451). The physician placed a palmaz stent and the type I endoleak resolved. It was reported that during the insertion of either the aneurx cuff or palmaz stent the iliac limb was repositioned proximally about 1 cm above the flow divider (MDR- 2952300-2009-00452). The physician placed a second iliac limb to cover the area where the first iliac limb had been moved. The physician is unsure when the contra iliac stent graft limb was pushed above the flow divider but the physician believes it may have occurred when changing the various exchanges to repair the type 1 leak. No additional sequelae were reported and the pt is fine.

Manufacturer narrative:
Other, secondary intervention. Evaluation: results: (endoleak) and (aortic neck is 1 cm in length with 60 degree angulation). Conclusion: (aortic neck is 1 cm in length with 60 degree angulation).